Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
"The customer reported via the sales rep that the polyethylene liner is notched. It is further reported that upon opening, the surgeon inspected the device and found that the liner is notched on the inside of the bi-polar head. It is further reported that another unit was used to complete the surgery with no delay and no adverse consequences."